Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation and an update to the investigation conclusions on (B)(6) 2023.

Manufacturer narrative:
Device evaluation the 1 x chbso-7-12 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review prior to distribution all chbso-7-12 devices are subjected to a visual inspection and functional inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. Manufacturing records review could not be completed as the lot number is unknown. Historical data review historical data was not reviewed as the lot number is unknown. IFU & label review: stent migration is a known potential adverse event associated with biliary stent placement as per the IFU: ¿those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration¿ there is no evidence to suggest that the customer did not follow the instructions for use or label. Image review an image was not returned for evaluation. Root cause review a definitive root cause could not be determined from the available information. However, as per the IFU, stent migration is a known potential adverse event associated with biliary stent placement. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient had a 10fr stent that had migrated into the duodenum subsequently leading to the perforation. This led to physician using a clip to close it. No further procedures were necessary for the patient, and the patient did fine. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: an 81 year old female patient underwent an unspecified procedure in which the cotton-huibregtse biliary stent was used. Per the district manager: during casual conversation about various stents on the market, [the end user] mentioned to me that they had a patient that had a 10fr biliary stent that had migrated into the duodenum. The patient had a perforation noted in her duodenum and the physician used a clip to close it. [End user] said the physician did not believe the stent had caused the perforation. When I [district manager] prompted for more information as I [district manager] would need to report this, [the end user] stated that if they [end user] believed the perforation was due to the stent, they [end user] would have contacted me immediately. No further procedures were necessary for the patient, and the patient did fine. Updated information: type of procedure was an ercp. Placed two clips successfully. Th (B)(6) 2023. Patient outcome: 1. Did any unintended section of the device remain inside the patient¿s body? No if yes, please describe. 2. Was the patient hospitalized or was there prolonged hospitalization? The patient was already hospitalized- the perforation may have extended the stay- it's unknown. 3. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. 4. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Patient/event info - notes: 2.0 examples of rpn prefixes. Chbs chbso clbs clso(-sf) fs-oa fs-pc gc gepd gpds gpso(-sf) gpsos(-sf) hgc jpws oa oacl oats pc sis spsof spsos ttso zebd zepdf zepds zpsof zpsos zso zss * not applicable if problem occurred at removal. 2.1 for all complaints, ask: 2.1.1 does the complaint relate to: device placement; device removal. Observation prior to patient contact: 2.1.2 what was the target location for the stent? 2.1.3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 2.1.4 what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? 2.1.5 was the wire guide lubricated prior to use? N/a, yes, no. 2.1.6 was the wire guide inspected for damage prior to use? N/a, yes, no. 2.1.7 was the device at the centre of the complaint inspected for damage prior to use? N/a, yes, no. 2.1.8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no. If yes, please indicate the procedure performed. 2.1.9 did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no 2.1.10 if not with the device in question, how was the procedure finished? 2.1.11 what intervention (if any) was required? 2.1.12 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 2.1.13 were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no. If yes, please detail any other defects observed. Customers response to the above questions. Does the complaint relate to: device placement; device removal. Observation prior to patient contact: what was the target location for the stent? Common bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Gi lab, normal temperature and light conditions. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Unknown. Was the wire guide lubricated prior to use? N/a, yes, no unknown. Was the wire guide inspected for damage prior to use? * unknown. Was the device at the centre of the complaint inspected for damage prior to use? Unknown. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. If yes, please indicate the procedure performed. Sphincterotomy. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. If not with the device in question, how was the procedure finished?* after stent was removed, no stent was replaced as it was not needed. What intervention (if any) was required? Placed two clips on the noted perforated site. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. If yes, please detail any other defects observed.